Event description:
Customer reports an incident of serious hypoglycemia occurring at 00:30. The customer's wife provided him with sugar and 10 minutes later called an ambulance. The ambulance arrived at 00:55 and customer tested 148 mg/dl on the mobile system at this time. The customer then tested 103 mg/dl (01:13), 54 mg/dl (01:14), and 78 mg/dl (01:17) on the mobile system. The customer recovered; additional medical treatment was not necessary. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.